Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were evaluated based on historical data analysis. Additional information: 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 events for the failure: overheating of device. 6 events had problem identified during non-clinical procedure; there was no patient involvement. Events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h11 8 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 9 reported events are included in this follow-up record. Product return status 9 devices were evaluated based on historical data analysis. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99035. Supplemental rationale, corrected data: b5, h6, h11. 9 previously reported events were included in this follow-up record. Product return status, 9 devices were evaluated based on historical data analysis. Evaluation findings (results/components), 9 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition. 6 devices: scrapped by stryker. 3 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 9 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 3 events had no health consequences or impact.